Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy pd effluent and on the same day as onset, the patient was hospitalized for the event. On an unreported date, subsequent to the hospital admission date, the patient began treatment for the peritonitis with vancomycin (intraperitoneally, dose and frequency not reported). On an unreported date, three weeks after administration, vancomycin treatment was discontinued. Twenty two days after being admitted to the hospital, the patient was discharged. At the time of this report, the peritonitis was resolved, the patient was recovered from the event, and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.